Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures. This MDR was originally planned to be submitted with the asr as part of the retrospective review that was committed tot he FDA following the warning letter. However, during the current FDA inspection, the FDA inspector suggested that this MDR be filed now.

Event description:
It was reported that when using syringe to draw out water from balloon to discontinue fms, the water would not draw out. Instructions were provided to cut the port to deflate balloon. No replacement required. It is reported that product was in use for ten (10) days before the issue occurred.